Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the device was in back-up mode (bvvi) due to non-maskable interrupts (nmi). Technical support was contacted and the device was restored successfully to resolve the event. The patient was stable and will continue to be monitored.